Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, g2, h6.

Event description:
Healthcare professional reported left side "no signs of intracapsular or extracapsular rupture are observed. On the left side, only the request for replacement was mentioned." Device remains implanted.

Event description:
Healthcare professional reported "at hour 6, a superficial appearance, nodular enhancement with circumscribed margins of 7 mm, with a slow progressive curve, type I, without restriction in diffusion sequences and hyperintense t 2 sequences. They impress hypointense septa inside. Findings suggest fibroadenoma" via MRI and " intracapsular rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number- (B)(6)